Manufacturer narrative:
The ventilator was investigated by distributor's field service engineer. During on-site visit, additional issue with no ventilation occurred, although gas supplies were available and an internal power failure alarm sounded. Battery extension and expiratory channel printed circuit boards (pcbs) were replaced and the issues were resolved. The device was returned to clinical use. Review of device's logs confirmed activation of the reported technical errors. During evaluation of provided device's logs, it was found that the device also generated technical error codes indicating turbine module communication error, power errors and o2 evacuation fan error. Battery extension pcb is a connector board. It connects battery back-plane to dc/dc & battery control. There are no active components on battery extension pcb. Expiratory channel pcb is part of subsystem breathing bre. The main functions are expiratory flow measurement and expiratory cassette handling. Expiratory flow measurement is performed by the flowmeter in the cassette. Expiratory channel pcb is connected to the cassette via expiratory channel connector pcb. The causes of the claimed issues in this customer product complaint have been determined. The issues were related to battery extension and expiratory channel pcbs.

Event description:
It was reported that the ventilator generated technical error codes indicating blower restart error. There was no patient harm. Manufacturer's ref#: (B)(4).